Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called-in via phone to report that the keypad is unresponsive due to a button error alarm. The customer was riding his bike when the button error alarm went off. Customer's blood glucose at the time was 10 mmol/l. The customer was advised to remove the battery from the insulin pump to stop the beeping. The customer was also advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.